Event description:
The customer reported that left monitor screen was black. A pt was involved but not injured. Procedure still in progress.

Manufacturer narrative:
The svc rep replaced the monitor. Then tested the sys by numerous reboots. Sys operating as intended.